Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: during starting up the hamilton-c6 started alarming acoustic and lights with the start-up screen visible. After approximately one minute the start up was completed and normal function followed.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: during starting up the hamilton-c6 started alarming acoustic and lights with the start-up screen visible. After approximately one minute the start up was completed and normal function followed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: additional information: on 25 october 2024, it was reported that during startup, the hamilton-c6 ventilator emitted acoustic and visual alarms while displaying the startup screen. After approximately one minute, the startup completed and the device resumed normal function. Subsequent startups were performed without any disruption, and the device is currently back in service. The event was initially reported as a preventive measure pending investigation. Logfile analysis showed no technical failure (technical fault (tf) or technical note (tn) error codes) on the reported date. The technician activated the service software, and the ip error log contained entries such as "nfsexport devdataexchange failed," which had also occurred in the days prior. However, the event log showed no technical indication of a failure on the reported date. The most probable root cause was the presence of a usb stick inserted prior to startup. The most probable correction was the removal of the usb stick prior to start up. The event was not reproduceable (not re-constructable). No patient was involved during the event. Additional information and correction: update of the section h6 imdrf codes.